Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received education and step-by-step guidance to perform complete pump reset, and cgm functioned properly after reset with no further error messages; no additional information was received regarding any further outcome.